Manufacturer narrative:
On june 14, 2021, mentor received additional information indicating the patient also experienced a device extrusion post-operatively. Relevant coding has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 20, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Upon receipt, an updated lot number was confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Hcp report source: was your patient implanted in the united states? Yes. What is your patient experiencing? Capsular contracture & infection, pt. Which side is this happening on? Left. If deflation/rupture was event spontaneous or did you experience any trauma? Doe* any pre-op scans available? No. If capsular contracture, what is the baker grade? IV. Does your patient have  prior history of capsular contracture? No. Was a sharp instrument used during the removal of the devices? Unknown. Will a sharp instrument be used during the removal or to deflate the device? Doe. Have you consulted with your patient? Yes. How was the matter diagnosed? Physical exam. Request related medical records for auto-immune/generalized illness/bia-alcl doe. Implant information: left catalog number 350-5004bc. Left serial number (B)(6). Right catalog number 350-5004bc. Right serial number (B)(6). Are the devices smooth or textured? Smooth. Did patient have implant replacements: no, unilateral removal only. Was patient replaced with mentor gel? No, unilateral removal only. If implants removed, did the symptoms improve? Yes. New devices information: left catalog number no, unilateral removal only dr. Wants pt to heal. Left serial number no, unilateral removal only dr. Wants pt to heal. Right catalog number not replaced. Right serial number not replaced.

Manufacturer narrative:
On march 7, 2022, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, wound infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced capsular contracture, baker grade 4, and a wound infection on the left side post-operatively. As a result, the patient underwent explantation only on (B)(6) 2021.